Manufacturer narrative:
At the completion of the investigation, based on the patient data received, the clinical evaluation was able to confirm the reported type 3b endoleak. The clinical evaluation additionally identified the following potential contributing factors to the reported event; off label use, patient anatomy, severe calcification of the aortic, and severe calcification of the iliac arteries. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event device remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had a procedure on (B)(6) 2015 with a bifurcated, and a suprarenal aortic extension. Subsequently, the follow-up computed tomography showed an endoleak 3b. The physician elected to reline the previous graft with competitive device. The patient is stable.